Event description:
Customer reported a motor error, calibration error and stated that there was an issue with the enlite serter. Customer stated that the enlite serter did not fire and customer is inserting manually. Customer declined any further troubleshooting. Customer's current blood glucose reading is 104 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, operating currents, self test, off no power, error alarm test, basic occlusion, occlusion, prime and excessive no delivery test. The motor passed the motor test. No weak battery alarm noted. The unit was tested with glucose sensor simulator and the device was communicating and functioning properly. No calibration error alarm noted. No cosmetic damage noted.